Manufacturer narrative:
The patient underwent an explant procedure. The physician does not suspect device malfunction. The patient was doing well post-operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s lead had moved. It was noted that the patient had loss of stimulation in her pain areas and was having stimulation in a non-target area. The patient underwent an explant procedure. The physician does not suspect device malfunction. The patient was doing well post-operatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure.